Manufacturer narrative:
.

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant was not reported. The aortic neck was severely angulated. It was reported that when the stent graft was implanted, it fell into the aneurysm sac and an aortic cuff was required to be implanted; however, during placement of the aortic cuff, the c-arm malfunctioned. The aortic cuff was successfully implanted; however, an angiogram demonstrated there was still a type 1 endoleak present. The decision was made to stop the procedure and bring the pt back at a later date to resolve the endoleak. Three days later, the pt was brought back and 2 aortic cuffs were successfully implanted. No additional clinical sequelae were reported.